Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. The pain was contributed to the ipg having been implanted superficial to the skin. The patient underwent surgical intervention on (B)(6) 2016 to explant the ipg.